Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead dislodgement was noted during follow up. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. Analysis was normal. No anomaly was found.